Event description:
It has been reported to philips that the equipment did not start. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that a blown fuse in the mpdu that left certain parts of the system without power. The blown fuse has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system does not start. As a part of troubleshooting the fse identified that the mac protocol data unit (mpdu) had blown fuse due to which certain parts of the system did not had power. The fse replaced the blown fuse. After replacement, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.